Event description:
Complainant alleged that while attempting to defibrillate a 48 year old female patient, the device displayed a "defib charging error" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported problem was observed in the device logs; the log reeview shows the device charged and discharged successfully seconds before the event in question. The log also shows the battery was low and that the user selected analyse during the charging cycle in question. The device was put through extensive testing including defib cycle testing and bench handling without duplicating the report. The device was recertified and returned to the customer. The customer's battery was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.